Event description:
It was reported the pt experienced intermittent stimulation. The stimulation did not cover the area of pain and was unable to reprogram to cover the entire area of pain. The entire system was replaced due to an anticipation is increased usage by the pt and an unspecified lead dysfunction. The pt recovered without sequela.